Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed; all conductors were found fractured. It was noted that the proximal conductor was distorted, the distal conductor was stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was pulled apart due to overstress and torn, there was a white substance and cosmetic depression on the outer insulation, all insulators had breached depression and the lead was stretched. Corrected data: changed adverse event to 'yes' and date of death field changed to 'not applicable'.

Event description:
It was reported that the right ventricular lead fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.